Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced snow on screen issue during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error e216. A root cause could not be identified. Based on the results of the investigation, it is likely that a defect in the circuit board of the connector and a defective connection of the plug unit caused the customer¿s allegations. Regarding the no image and scope communication issues found during the device evaluation, it is likely that a defective connection of the plug unit caused it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.